Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance with the device is affected. The device was explanted. As per explant report form 2 channels were found extra-cochlear.

Event description:
Hearing performance with the device is affected. The device was explanted. As per explant report form 2 channels were found extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received information from the field, the recipient's hearing perception is not satisfactory. Reportedly two channels migrated post-operatively out of cochlea. This is a final report.